Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported to be small in diameter, frail, moderately calcified and severely diseased. It was reported that upon removal of the stent delivery system the external iliac artery was dissected. The physician elected to create an aorto-uni-iliac and perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.